Manufacturer narrative:
The insulin pump had a broken reservoir tube lip, cracked battery tube threads, cracked reservoir window, scrtahced display window, and cracked case near the display window corners noted during visual inspection. No button response due to corroded keypad traces. No ramping numbers noted on the display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.